Manufacturer narrative:
Product analysis: visual review confirms rod breakage. Fracture surface damage and smearing noted. Optical examination of the fracture surface identified a fairly flat fracture with tortuous morphology , no indication of fatigue and riverlines consistent with overload. No adjacent surface defect identified that could contribute to crack propagation. Dimensional inspection of rod confirms conformance to print specification. After visual, optical and dimensional inspection, the above observations are consistent with mechanical overload.

Event description:
As an additional information, it was reported that patient's initial surgery (earlier reported as an unspecified surgery) was actually a surgery for degenerative spondylolisthesis.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent an unspecified surgery. Approximately after 8 months of the surgery, post-op, the patient experienced curse pain in the back. The patient presented for an office visit and underwent x-ray, which revealed that the two 70mm implanted rods were broken. As a result, patient had to undergo revision surgery for removal of the broken rods and six screws.

Manufacturer narrative:
X-ray analysis: "post op images for l4-s1 posterior spinal procedure provided. There is a grade-1 l4-5 spondylolisthesis present. X-rays show bilateral rod fractures between l4-5. We are unable to assess fusion status on these x-rays. Presumably fusion has not occurred as fracture happened about 6 months post op. Root cause: indeterminate."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.